Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and test strips were returned. No investigation required: customer did not allege a product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).¿

Event description:
Caller calling to order supplies for true2go meter. Advised as to discontinuation of product. Customer did not allege a product defect. Customer did not report symptoms. Medical attention with use of product was not reported. The test strips are expired: 05/18/2018. Customer test strips have been affected by the recall.